Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-00012 / 00181 / 03193).

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study" which aimed to investigate potential advantages of magnum group compared to conventional group in terms of range of motion, dislocation while maintaining the same function improvement and pain reduction; and to investigate metal ion release in asian population. A patient was identified in the article that underwent total right hip arthroplasty on (B)(6) 2011. Subsequently, elevated metal ions, increased cup inclination angle and cup anteversion were reported. There has been no further information provided and the patient outcome is unknown.